Event description:
It was reported that the balloon catheter burst when inflated in a lima graft. This event is being reported based on investigational analysis of the product. No pt injury was reported.